Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported with the use of the bd connecta¿ stopcock there was an issue with leakage. There was no report of injury or medical intervention.

Manufacturer narrative:
Unfortunately a lot number could not be submitted for this complaint, and could not be determined from the photographs provided. Preventing our investigation team from conducting a device history review. Additionally a sample and photograph were submitted by your facility for evaluation and testing. Additionally leakage testing and visual analysis of the returned device concluded that the device was behaving within expected product parameters. At this time, bd engineers are unable to determine a root cause for the reported event; bd will continue to track and trend for this issue. Based on investigation results to date, root cause for manufacturing process cannot be determined.

Event description:
It was reported with the use of the bd connecta stopcock there was an issue with leakage. There was no report of injury or medical intervention.